Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that although a burr hole evacuation of the hematoma was done, the hematomas have not decreased in size. There are no further interventions being considered or planned at this time.

Manufacturer narrative:
Date of event estimated. Further information requested but not yet received.

Event description:
Related manufacturer reference number: 1627487-2021-16568. It was reported that the patient experienced a right-sided subdural hematoma after they fell and hit their head. As a result the patient was hospitalized and surgical intervention was undertaken on (B)(6) 2021 wherein the hematoma was evacuated.